Manufacturer narrative:
The meter was returned and investigated . The complaint was not confirmed and a new issue was observed. The meter was disassembled and damage to the communication port was observed. Although a new issue was identified, it has been determined to be unrelated to the initial complaint.

Event description:
Health professional reported receiving inaccurate readings on their adc blood glucose meter. Health professional reported receiving a reading of 40 mg/dl compared to a lab result of greater than 200mg/dl. Results of 40 mg/dl and 201 mg/dl were plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for the reported meter serial number is unknown. Note: it is unknown if the reported readings were obtained within 10 minutes. All pertinent information available to abbott diabetes care has been submitted.